Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mako mics handpiece clip loosened and unclipped mid tibial cut making the handpiece and saw jolt whilst cutting a number of times, this caused a small cut to the patients patella tendon which then needed to be stitch repaired. Case type: tka.

Event description:
Mako mics handpiece clip loosened and unclipped mid tibial cut making the handpiece and saw jolt whilst cutting a number of times, this caused a small cut to the patients patella tendon which then needed to be stitch repaired. Case type: tka.

Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event was confirmed after inspection. Method & results -product evaluation and results: as per the functional inspection damaged collar has been confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed after inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.